Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Pump passed the displacement test. However, unit unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm and care link problem isolated to the y1 to the rf board. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original rf was removed and replace with a test rf board. No anomalies was notice after battery insert. Problem isolated to rf board. No communicate minilink was confirmed. For additional information regarding the tests performed refer to d00854230 ¿appendix e. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported not able to upload data. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-754wws was requested and the device was returned for analysis.